Manufacturer narrative:
Literature citation: moore et al. Porous titanium wedges in lateral column lengthening for adult-acquired flatfoot deformity. Foot & ankle specialist. 2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article titled, "porous titanium wedges in lateral column lengthening for adult-acquired flatfoot deformity" written by moore et al. It was reported that patients underwent surgery with the use of porous titanium wedges. One patient had gastrocnemius contracture. The patient required a revision surgery which was ultimately treated using a strayer procedure. This patient has done very well since the second procedure. Of note, this foot did not receive a gastrocnemius recession at the time of lcl.